Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, the patient experienced slow flow. The 95% stenosed proximal right coronary artery was treated with direct stent placement of a 3.5x28mm taxus express 2 stent. Residual stenosis was 0%. Pre-procedure thrombus and post-procedure thrombus was present. Poor flow was initially noted. St elevation was noted post stent deployment and the patient complained of severe chest pain. The event was resolved with ic verapamil and the patient treated with eptifbatide and heparin.. During the index, the 90% stenosed target lesion located in the 1st obtuse marginal was 8mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement and a 3.5x16mm liberte stent. Residual stenosis was 0%. The patient was later discharged on aspirin and prasugrel.